Manufacturer narrative:
Serial number unknown. Philips healthcare was not authorized to evaluate the device at the time of this report.

Event description:
The customer reported that the ventilator has no gas. Although requested, the information regarding patient involvement and outcome has not been provided.

Manufacturer narrative:
Updated.

Event description:
The customer reported that there was no gas delivered. There was no patient connected to the device at the time of the event occurred.